Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, an urgent mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The patient was an intravenous drug user, previously had surgery for vegetations on the aortic and tricuspid valve, and was not a candidate for re-do surgery. A mitraclip ntw (lot: 40403r1038) was attempted to be implanted. After a long amount of time spent attempting to grasp both leaflets, a satisfactory insertion was achieved. Upon deployment of the clip, it immediately detached from the posterior leaflet (single leaflet device attachment (slda)). The procedure ended without further intervention with mr unchanged. The next morning, valve replacement surgery was performed and the mitraclip was explanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient anatomy. The cause of the reported difficult leaflet grasping and difficult imaging were unable to be determined. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.